Event description:
The customer stated the battery cannot charge or be ejected from the device. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.